Event description:
Reporter indicated that the pt may have vocal cord paralysis. Surgeon has recommended that the pt be evaluated by an ent to confirm as it is believed that symptoms may be related to manipulation of the vagus nerve during implant surgery. The pt's device was programmed to off upon first complaint (date unk). Two attempts (one writing and one via phone) have been made to gather more info regarding this event; however, no info has been received to date.